Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported that the pt is experiencing frequent and uncomfortable pocket heating whether stimulation is on or off. The heating is not related to charging. F/u indicated the pt's physician reviewed the pt's MRI before the implant and will most likely replace the ipg.